Manufacturer narrative:
(B)(4). The subject mr290v vented autofeed humidification chamber provided with the rt202 adult ventilator circuit has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an mr290v vented autofeed humidification chamber provided with an rt202 adult breathing circuit was found leaking water after two hours of use. The healthcare facility reported that the patient's oxygen decreased to 89%.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that an mr290v vented autofeed humidification chamber provided with an rt202 adult breathing circuit was found leaking water after two hours of use. The healthcare facility reported that the patient's oxygen decreased to 89%.

Manufacturer narrative:
(B)(4). Section d4: complete device identification information was not provided. Section h11: method: the subject mr290v vented autofeed humidification chamber provided with the rt202 adult ventilator circuit was returned to fisher & paykel (f&p) healthcare in new zealand where it was visually inspected and analysed. Results: visual inspection of the returned mr290v vented autofeed chamber identified no visible damage. White residue was observed on the chamber base. Additional testing identified a leak between the chamber's dome and base. Conclusion: the reported leak was confirmed. The root cause of the leak was not determined. The mr290v vented autofeed humidification chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome. Any chamber which fails this test is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specification at the time of production. The user instructions for the rt202 adult ventilator circuit state the following: - do not use the chamber if the seals are not intact when received, or if it has been dropped. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure there is a water supply connected to the chamber and that water is present within the chamber. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.